Manufacturer narrative:
In co's original submission, co stated that the defective pressure transducer would be returned to the MFR for further evaluation. Due to a clerical error, the part was not identified as being involved in a complaint investigation when it was returned. Because it was not properly identified, the part was disposed of and no further evaluation is possible.

Event description:
The ventilator was connected to the pt. The customer reports that the ventilator read zero of peep when sets to 10 cm h20. There were no alarms observed. The pt was removed from the ventilator and placed on another ventilator. The pt expired. At this time the customer is unsure if the ventilator contributed to the pt death.